Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava perf, embedment, mesentery perforation, anxiety, mental anguish" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety/mental anguish is directly related to the filter and unable to identify corresponding failure mode(s) at this time. A filter that is embedded in the wall of the ivc may be difficult to retrieve. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# #3002808486-2017-01550. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under this manufacturer report reference#. Occupation: non healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to blood clots in the lung, chronic immobilization. Patient alleges tilt, vena cava perforation and embedment. Patient further alleges, "however, the filter is embedded, tilted, and has perforated the mesentery. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries."